Event description:
It was reported that while performing a threshold test the programmer "crashed" and displayed an error message on the screen. Power was recycled, but the programmer would not boot up and emitted a beeping sound. A second programmer was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.